Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was linked to (B)(4). (B)(4) was created to capture the instance occurred in the last month. It was reported that on (B)(6) 2023, the instruments keep bending insitu and causing delays during surgery. Requested for replacement of two of each as this is the second instance within the last month. There were no adverse events to the patient at this time. It added 10min to the surgery. This report is for one (1)trial inserter. This is report 4 of 4 for complaint (B)(4).